Event description:
Patient was having a cath lab procedure involving the pta balloon dilatation catheter- the balloon was inflated into the proximal sfa and the balloon would not deflate. Numerous attempts were made to try to deflate the balloon with the inflator and the syringe but the balloon remained inflated. The balloon shaft was removed but the balloon shaft remained in the patient around the common femoral artery. The balloon shaft broke off of the balloon and it remained in the patient (still inflated.) The cardiac physician inserted a needle directly into the common femoral artery and the balloon was deflated. Multiple attempts were made with a snare to capture the balloon. Eventually, the balloon was engaged and removed from the body. I have retained the device in my office but I do not intend to release it to the manufacturer until I am certain that there were no latent ill effects from this incident.